Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, an unknown error message to replace the transmitter on the sixth day occurred. The sensor was inserted into the abdomen on (B)(6) 2017. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review did not confirm the reported event of an unknown error message, but did confirm a loss of connection. A root cause could not be determined via data. The reported issue of an unknown error message is reportable based on the finding of permanent connection loss.